Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a procedure within the biliary duct on (B)(6), 2010. According to the complainant, the physician had both a scope and guidewire in place. While attempting to advance the stent delivery system over the guidewire, it got stuck in the working channel of the endoscope. The physician removed the delivery system and noticed that the stent had been deployed within the working channel of the scope. The physician removed the scope from the patient and used a pair of forceps to retrieve the stent. The physician was able to successfully complete the procedure with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.